Event description:
A (B)(6) female pt contacted zoll customer support to report that the monitor's response buttons were stuck and would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button stuck) has been confirmed. Upon receipt both response button metal domes were damaged rendering the response buttons nonfunctional. The root cause for the damaged metal domes cannot be positively determined but is likely physical abuse. No adverse event resulted from the defective response buttons. The pt was issued a replacement monitor.